Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending (lad) artery with 80% stenosis, mild calcification and moderate tortuosity. Pre-dilatation was performed using 1.5x12mm and 2.0x12mm mini trek balloons at 8 atmospheres (atms). The 2.75x28mm xience xpedition stent delivery system (sds) was deployed at 10 atms. A check shot revealed a dissection at the distal end of the stent while removing the sds. A 2.5x18mm xience xpedition was used to treat the dissection. Results were very good with timi iii flow without any residual stenosis. Another stent was implanted to complete the procedure. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.